Manufacturer narrative:
Method: visual inspection; functional inspection; risk assessment; results: the k-wire was bent in several locations to accommodate shipping and return of the product. The cannula of the screw is blocked partially with debris which may have caused the k-wire to be stuck. Conclusion: the cause of the k-wire jam is most likely the result of a debris found in the cannula of the screw that was noticed during the investigation.

Event description:
It was reported that; the guide wire could not be removed from the screw. Spare implant was used instead of it.

Event description:
It was reported that; the guide wire could not be removed from the es2 screw. Spare implant was used instead of it.